Manufacturer narrative:
The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. As a result, the tip cover appeared loose but did not come off naturally when placed on the in-house system. The complaint was confirmed by failure analysis. Manufacturer report number 2955842-2025-14930 documents the second tip cover accessory which was coming loose during the procedure.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) tip cover accessory was observed to be loose and naturally detaching. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed when the event occurred. Fragments fell and were retrieved within the same procedure: two tip covers came off and fell into the patient's body and both of them were removed from the patient's body during the same procedure. The tip covers were tried with two mcs instruments and were loose. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred.